Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. An unapproved viscoelastic was used for this lens/cartridge combination. Root cause: no root cause could be identified by the investigation. No sample was returned. Failure to follow the dfu. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested 02/21/2011 by fax and mail. A completed questionnaire was received 02/21/2011. Additional information was received 03/02/2011 by phone. (B)(4).

Event description:
A surgeon reported having a patient with an unexpected postoperative refraction following intraocular lens implant surgery. At one week postoperatively, the lens was at 45 degrees instead of 75 degrees. In a follow up, it was reported that the event continues and a lens rotation is planned. An unapproved viscoelastic was used during the implant procedure.